Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, battery tube threads, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that the buttons on the insulin pump are unresponsive. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.